Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced a hematoma and positioning issues. The patient would subsequently expire after 11 days of total mcs. The patient presented with a st-segment elevation myocardial infarction one week prior and an intra-aortic balloon pump (iabp) was placed. The patient was also on pressers but according to the team had mixed cardiogenic, septic shock. The sepsis improved. However, the patient remained on dobutamine, levophed and the iabp. The decision was made to place an impella 5.5 device as a bridge. The impella 5.5 was placed, and the patient was sent to the unit on impella mcs. Approximately six days after start of the support, a hematoma developed and was managed with manual pressure and heparin was withheld. The following day positioning difficulty was encountered. There were impella position unknown alarms with reduced pulsatility. The position was verified 6.3 centimeters but the left ventricle was distended. The patient had severe mitral valve regurgitation. The patient was reintubated yesterday. Pulmonary edema was worsening. Goals of care leaned towards palliative care instead of left ventricular assist device as the patient was no longer a candidate for any advanced support. Approximately four days later, the patient expired. Care was withdrawn.

Manufacturer narrative:
Medical safety reviewed the event and noted the patient was in critical condition and already in septic shock mixed with cardiogenic shock. There was minimal bleeding (small hematoma with manual pressure). However, the main issue was the positioning. The physician was unable to get the pump in the correct position. There is not enough evidence to exclude impella as an associated factor. However, to note the demise outcome is very unlikely related to the impella device used. The patient was not a candidate for any advanced support for survival. The investigation for the access site bleeding has been completed. The impella device was not received from the customer. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided.